Manufacturer narrative:
One medfusion pump was received with a right plunger case. The event history log was reviewed and there was a "plunger not in place" alarm in the history. Start-up and flow tests were conducted and the reported issue was verified. The q1 chip was broken off the plunger printed circuit board (pcb). The board was glued down, but was knocked loose. The cause of the issue is known and is design related. The plunger pcb was replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a syringe size mismatch error. The issue was discovered during a service check and there was no patient involvement.